Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the subject device experienced a leak. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: device failed water leak test due to damage or cut in the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device experienced a leak. There was no patient involvement.